Event description:
Reporting 4 false positive asymptomatic patient results. The customer communicated the results were confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.